Event description:
It was reported the patient experienced a problem with recharging. X-rays confirmed the device had flipped. The patient was scheduled for revision surgery to flip the device in 2009. No outcome was reported.